Event description:
It was reported that a femoral hemorrhage requiring intervention occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained. A watchman access system (was) was inserted and a watchman closure device was implanted. Following completion of the procedure, the patient was noted to have active bleeding from a right femoral branch injury. The physician performed a right femoral angiogram, which confirmed the source of bleeding, and coil embolization was completed to achieve hemostasis. Hemostasis of the left groin access site was achieved using a non-boston scientific (bsc) closure device.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman access system device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037858783. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include vessel perforation and major hemorrhage (additional device and imaging required). Risk review: a risk review was completed and confirmed that the events of vessel perforation and major hemorrhage were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a femoral hemorrhage requiring intervention occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained. A watchman access system (was) was inserted and a watchman closure device was implanted. Following completion of the procedure, the patient was noted to have active bleeding from a right femoral branch injury. The physician performed a right femoral angiogram, which confirmed the source of bleeding, and coil embolization was completed to achieve hemostasis. Hemostasis of the left groin access site was achieved using a non-boston scientific (bsc) closure device.

Event description:
It was reported that a femoral hemorrhage requiring intervention occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained. A watchman access system (was) was inserted and a watchman closure device was implanted. Following completion of the procedure, the patient was noted to have active bleeding from a right femoral branch injury. The physician performed a right femoral angiogram, which confirmed the source of bleeding, and coil embolization was completed to achieve hemostasis. Hemostasis of the left groin access site was achieved using a non-boston scientific (bsc) closure device.

Manufacturer narrative:
A1-a3b: updated with patient information. D1-d4: updated with device information.